Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the plastic gauge around the occluder knob was broken off. No other details regarding the nature of the event were provided. Since the event occurred after the procedure, there was no pt involvement during this event.